Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose ranged from 180-275 mg/dl. Reportedly, the supplies were changed to address the event and insulin delivery was resumed.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, no failure related to the reported occlusion alarm was identified.; however, a different issue was identified.